Event description:
Additional information indicated that the infection resolved.

Manufacturer narrative:
A possible infection was reported to abbott. It was determined the patient scraped off the scab on the scalp, the wound looked red, and left stn lead was possibly infected. Surgical intervention was undertaken wherein the left lead and burr hole cap were explanted to address this issue. Patient given oral and IV antibiotics. The infection resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient scraped off the scab on the scalp, the wound looked red, and left stn lead was possibly infected. Surgical intervention was undertaken wherein the left lead and burr hole cap were explanted to address this issue. Patient given oral and IV antibiotics. Cultures were obtained but the results were not provided.

Manufacturer narrative:
Section b3: date of event is estimated.